Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-22 h6: investigation summary five open 32g x 6mm pen needle samples and four photos were returned from lot. No. 0253609, cat. No.320738. A functionality test was carried out on all five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that 10 bd pen ndl 32g 6mm had cover attachment issues and were difficult to operate. The following information was provided by the initial reporter : the user reported the outer cover was so loose that it could not attach the pen needle to the pen properly.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter state : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd pen ndl 32g 6mm had cover attachment issues and were difficult to operate. The following information was provided by the initial reporter : the user reported the outer cover was so loose that it could not attach the pen needle to the pen properly.